Manufacturer narrative:
This product was explanted and was not returned. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient with this system, an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, presented to the emergency department due to therapy exhaustion during a ventricular arrhythmia episode, in which the rhythm was not converted. A review of device data revealed that during shock delivery, the device recorded a code 1005, indicative of high out of range shock impedance measurements. Technical services (ts) was consulted and noted a gradual rise in impedance values. Based on the vector breakdown results, ts recommended lead replacement. The field representative indicated this patient is on extracorporeal membrane oxygenation and supported by an impella device. The patient was being evaluated for a possible heart transplant and not stable enough to undergo lead replacement surgery. This system remains in service. No additional adverse patient effects were reported. Additional information was received. This ICD and rv lead were explanted and surgically abandoned. This system was successfully replaced. No additional adverse patient effects were reported. This ICD has not been returned for analysis.

Event description:
It was reported that the patient with this system, an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, presented to the emergency department due to therapy exhaustion during a ventricular arrhythmia episode, in which the rhythm was not converted. A review of device data revealed that during shock delivery, the device recorded a code 1005, indicative of high out of range shock impedance measurements. Technical services (ts) was consulted and noted a gradual rise in impedance values. Based on the vector breakdown results, ts recommended lead replacement. The field representative indicated this patient is on extracorporeal membrane oxygenation and supported by an impella device. The patient was being evaluated for a possible heart transplant and not stable enough to undergo lead replacement surgery. This system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this system, an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, presented to the emergency department due to therapy exhaustion during a ventricular arrhythmia episode, in which the rhythm was not converted. A review of device data revealed that during shock delivery, the device recorded a code 1005, indicative of high out of range shock impedance measurements. Technical services (ts) was consulted and noted a gradual rise in impedance values. Based on the vector breakdown results, ts recommended lead replacement. The field representative indicated this patient is on extracorporeal membrane oxygenation and supported by an impella device. The patient was being evaluated for a possible heart transplant and not stable enough to undergo lead replacement surgery. This system remains in service. No additional adverse patient effects were reported. Additional information was received. This ICD and rv lead were explanted and surgically abandoned. This system was successfully replaced. No additional adverse patient effects were reported. This ICD has not been returned for analysis.